Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory reaction and granulomatous inflammatory tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the lips, dark circles and scar with 1ml of juvéderm® volbella¿ with lidocaine. Approximately 9 months later patient developed an inflammatory reaction in the lip and about 2 weeks later patient developed "granuloma and rest of hyaluronic." Patient was prescribed two illegible treatments. A doppler ecotomography was performed on the facial region showing granulomatous inflammatory tissue in both cheeks, perioral regions, both sides of chin region, and in the upper and lower lips on orbicular and dermal zones, extending to the muscular perioral depressor muscles and to both sides of the angles of the mouth. The ecotomography also notes "when compared to the previous exam, the right perioral granulomatous signals had decreased and in the upper and lower lip region." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the lips, dark circles and scar with 1ml of juvéderm® volbella¿ with lidocaine. Approximately 9 months later patient developed an inflammatory reaction in the lip and about 2 weeks later patient developed "granuloma and rest of hyaluronic." Patient was prescribed two illegible treatments. A doppler echotomography was performed on the facial region showing granulomatous inflammatory tissue in both cheeks, perioral regions, both sides of chin region, and in the upper and lower lips on orbicular and dermal zones, extending to the muscular perioral depressor muscles and to both sides of the angles of the mouth. The echotomography also notes "when compared to the previous exam, the right perioral granulomatous signals had decreased and in the upper and lower lip region." Symptoms are ongoing.